Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that this patient was experiencing bloody diarrhea. A heparin drip was discontinued due to persistent bloody diarrhea and proton pump inhibitor treatment was changed from oral to intravenous route. Abdominal computerized tomography (CT) scan findings were consistent with upper gi bleed. An emergent esophagogastroduodenoscopy (egd) was negative, and colonoscopy results revealed no active bleeding and two previous hemoclips. Three more clips were added to this site. The patient was also transfused four units of packed red blood cells (prbc's) later that day. No further bleeding was reported post-procedure. The patient was last reported to be hospitalized. Investigation is ongoing.

Manufacturer narrative:
Additional info received indicates that the patient was admitted for transplant listing after experiencing ventricular tachycardia. The patient also underwent a polypectomy for removal of a one centimeter long ascending colon polyp. Two endoclips were placed to prevent post-polypectomy bleeding. The last report received indicated that the patient was transplanted on september 14th 2015 and has been discharged home. Cardiac arrhythmia is a known potential clinical adverse event associated with vads as outlined in the instructions for use (IFU). Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be due to pre-existing conditions and progression of these diseases, or the system. Cardiac arrhythmias in heart failure occur frequently and the two most clinically significant in heart failure arrhythmias are atrial fibrillation and ventricular tachycardia. Bleeding is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains bleeding as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. The root cause of the reported events cannot be conclusively determined; however, the most likely root cause is the patient's history of gi bleed and heart failure, and other comorbidities. There are patient, procedural, and pharmacological factors may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.